Event description:
Drug/diluent: foscavir, fill volume: 30ml, flow rate: 100ml/hr, procedure: unk, cathplace: unk. Solann (B)(4) in (B)(6) reported that the pump had a fast flow. No adverse event reported. No event date reported. Per add'l info rec'd via e-mail on (B)(6) 2012 from the initial rptr, there is no further info that they can provide us at this time. They do not have the pump available for return.

Manufacturer narrative:
Method: no sample will be returned for eval and investigation. Results: I-flow was unable to obtain add'l info and therefore unable to provide a more comprehensive analysis. No info was provided as to how long it took the pump to empty, therefore I-flow can not determine if the pump was within specification or out of specification based on the stated fill volume of 300ml's and the directions for use. Conclusions: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all mfg specifications prior to release. I-flow provides cautions on it's directions for use which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The homepump eclipse is designed to be used at room temperature (20 degree celsius/68 degrees fahrenheit). If the homepump eclipse or its tubing is at 25 degrees celsius/78 degrees fahrenheit, the flow rat; at 15 degrees celsius/60 degrees fahrenheit, the flow rate will decrease approx 12% below its nominal rate. The homepump eclipse must be filled 4 hrs prior to administration to infuse at the labeled flow rate. If the homepump eclipse unit needs to be stored in the refrigerator or freezer, allow the unit to warm to room temperature before using. Refer to table 1: delivery time info, for the required info to meet room temperature. Note: delivery time can increase significantly as a result of extended storage time. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.